Manufacturer narrative:
The product identity has been confirmed in the evaluation. A visual inspection reveals the plates have no signs of use. The two plates were returned without the original packaging. There are no visual signs of a manufacturing defect on either plate. A water bath was heated up to 80 degrees c. Each plate was dipped in the water bath for approximately 10 seconds and then was bent. Once cooled the plate was then dipped back into the water bath for another 10 seconds and bent more aggressively. Testing found that each plate was easily bendable after the first 10 second dip in the water bath; therefore the complaint is not confirmed. After the second dip it was found that each plate could endure quite a bit of bending. The most-likely underlying cause for the complaint could not be determined as the products functioned as intended. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00734-2.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state "exposure of lactosorb¿ to the bath should be a maximum of 15 seconds per bath with the temperature not exceeding 85 c." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 0001032347-2016-00734.

Event description:
It was reported during an open reduction for a cheekbone fracture procedure two lactosorb plates were soaked for over 10 seconds in 80°c water, however the plates were unable to be bent. Titanium plates were used to complete the procedure. There was a surgical delay over 30 minutes, however the exact duration is unknown.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00734-1.